Event description:
It was reported, patient with abdominal pain and perforated sigmoid diverticulitis underwent surgery. Operative note provided which indicates that ¿as the stapler was opened and retracted from the anus¿ after firing, ¿there was some difficulty removing the stapler, resulting in the anvil becoming detached and retained at the level of the anastomosis. Inspection of the anastomosis demonstrated a large tear in the posterior wall of the rectum through which the anvil was subsequently removed.¿ the colorectal anastomosis was then recreated using the ¿29 eea stapler¿ and a double purse-string technique. The stapler was removed without difficulty. No bleeding from the anastomosis, the leak test was negative, and inspection of the mucosal donuts demonstrated two complete donuts. Surgeon then decided to perform a diverting loop ileostomy. After recovering from a postop ileus, the patient was discharged on pod 7 ambulating and voiding without difficulty. Ileostomy was reversed three months later with no report of ongoing injury.

Manufacturer narrative:
(B)(4). Only event year known: 2017 batch # unk (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Manufacturer narrative:
(B)(4). Date sent: 05/24/2022. Please see attached medical records.